Event description:
The iab was inserted into the pt on 2/1/98 at 8:45 pm and removed on 2/2/98 at 2:00 pm. The iab did not malfunction. The pt had severe bleeding and a transfusion was required. (Event complication: severe bleeding/transfusion-reported 2/20/98) (pt's current status: discharged-rpt'd 2/20/98)